Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation of the device non-sustained lead noise and intermittent t-wave oversensing was observed. Programming changes were recommended. Device remains implanted.